Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl. The customer was treated with insulin pump and blood glucose level brought down to 599 mg/dl and then two hours later blood glucose level was still above 600 mg/dl and then again treated and then the blood glucose level went down to 587 mg/dl and then it was in the low 100's mg/dl. The customer reported that the transmitter was not working and the customer had low blood glucose level also 70 mg/dl. The low blood glucose level was treated with food. The customer declined troubleshooting for high and low blood glucose level. The insulin pump will not be returned for analysis.